Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented a dark image. This event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens in optical system, fiber breakage, cracked video connector, dents on outer tube, dents on distal edge, scratches on distal edge, loose adapter and cracked image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cracked video connector and broken lens in optical system, the scope had dark image. Additionally, for the broken lens in optical system, fiber breakage, cracked video connector, dents on outer tube, dents on distal edge, scratches on distal edge, loose adapter and cracked image, were due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.